Event description:
A baxter service technician reported finding a colleague infusion pump with "channel a channel select key does not work ". This event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as unremediated.

Event description:
Reportable based on analysis completed on 02-sep-2010. It was reported that during a stent graft diagnostic procedure, tip damage occurred and the guide wire could not cross the lesion. The physician was treating a lesion located in the moderately tortuous abdominal aorta. This amplatz guide wire was inserted against resistance causing the distal tip of the wire to stretch. The stretched tip led to difficulty crossing the lesion with the wire. There were no raised coils, and the core wire remained intact. The guide wire was removed successfully from the patient. The procedure was completed with another amplatz guide wire. No patient complications were reported and the patient's status is good. However, product analysis revealed peeled ptfe coating.

Manufacturer narrative:
The reported condition of channel a channel select key does not work, was found and confirmed during service. However the device was returned unrepaired. Baxter-service was unable to verify functionality of the device due to estimate refusal by customer. (B)(4).

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).